Manufacturer narrative:
Updated g3- date received by mfg from 07may25 to 18may25 as this was when the original call occurred.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) while wearing the pod on the leg for between 4 and 24 hours. Patient attempted to get their bg levels under control by delivering corrections with no effect. Symptoms reported include dizziness, dry mouth and headache. The patient was treated with two ivs and insulin injections. The patient was released the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.